Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked. The following information was provided by the initial reporter: "several of the needle after inserting, the catheter is leaking ".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly, an opened package, and miscellaneous extension tubing. Upon inspection of the catheter adapter assembly, it was found that the blue adapter had cracked just below the metal wedge. As this type of damage would result in leakage, the reported defect was confirmed. The defect was able to be recreated in the manufacturing environment when a perpendicular force was applied to the adapter indicating that the damage was related to the manufacturing process. This type of defect can occur due to a machinery jam or misalignment. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked. The following information was provided by the initial reporter: "several of the needle after inserting, the catheter is leaking ".

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked. The following information was provided by the initial reporter: "several of the needle after inserting, the catheter is leaking ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.